Event description:
It was reported by the patient that the carelink monitor was unable to complete the telemetry phase of the remote transmission. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): was returned. Per analysis, the monitor failed the incoming visual/functional check and would not start on the button push. Analysis also found corrosion and contamination present on the printed circuit board assembly.